Event description:
It was noted intraoperatively (see manufacturers¿ report number 3004209178-2014-24753), that there was leakage around the catheter c onnector, and a possible catheter kink at the insertion site. When the hcp (healthcare provider) checked at the spinal insertion point, and released the anchor and re-sutured, adequate csf (cerebrospinal fluid) backflow was noted. The possible catheter kink at insertion point was corrected (ascenda catheter). It was further reported that, as of postoperative day 1, the pump therapy had not yet started, but would commence after a postoperative appointment for refill. It was further clarified that the location of the catheter kink was at the insertion point of the anchor by the fascia. The catheter was kinked when the anchor was tied down during the procedure, and went undetected until they attempted to aspirate. The event was corrected intraoperatively. No patient symptoms were reported. Additional information received on (B)(6) 2014, revealed that the patient would be returning to the clinic on (B)(6) 2014 for a postoperative exam and pump refill; at that time, the pump was filled with pfns (preservative-free normal saline). It was further reported on (B)(6) 2014, that the patient was doing well after the refill and was receiving effective therapy. The drug the pump was being used to deliver was unknown.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).